Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted after 42.8 months due to elective replacement indicator (eri). The physician expressed dissatisfaction with regard to device longevity. The device was explanted, replaced and returned to guidant for analysis.